Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated a piece part of the lead was missing. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the anchor sleeve slid off the lead into the cephalic vein. This was noticed after the lead was placed. The lead was extracted in an attempt to pull out the anchor sleeve as well. The physicians tried to retrieve the sleeve with a catheter, but the sleeve floated into the venous system. Additional information confirmed that the anchor sleeve still remains in the patient and is floating in the venous system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.